Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of leakage but was not sure where the leaks are occurring. The use of infusion set was said to vary between 1 to 5 days. Patient changed the infusion set. No further information available.